Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. It was reported that the reporter had met someone "who had a lot of problems with the pump." Per this reporter "it kept going off" and they did a refill and "he went into a coma." The reporter thought the lady that did the refill was "nervous because she knew he had problems and missed the port." The reporter stated ¿that¿s what it seems as that's what could cause someone to go into od (overdose)¿. The reporter stated this occurred ¿maybe 6-8 months ago¿. No interventions were mentioned or reported.